Event description:
The pt was seen at the center for a programming session. The pt reportedly experienced sound percept problems and also dizziness while using the sound processor. Programming adjustments were made. However, the problem was not resolved. The surgeon scheduled exploratory surgery to rule out a fistula (date of surgery not given). In 7/2003, the pt was seen at the center for programming. Later that month, the audiologist reported that the pt experienced external headpiece retention issues and that the pt's balance issues are resolving. The center continues to monitor the pt.